Event description:
It was reported that device fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After the target lesion was crossed with a guidewire, the opticross 18 imaging catheter was advanced to the lesion. Resistance was encountered and the shaft of the catheter broke at the distal end. A second opticross 18 imaging catheter was then used but the shaft of the second catheter also broke going through the lesion. Neither catheter was completely detached. Angioplasty was performed and a third opticross 18 catheter was able to cross the lesion. The procedure was completed successfully. There were no patient complications.